Manufacturer narrative:
(B)(4). Concomitant medical products: item# unknown unknown head lot# unknown, item# unknown unknown liner lot# unknown, item# unknown unknown stem lot# unknown, item# unknown unknown cup lot# unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Reported event was confirmed by review of xrays which indicated chronic-appearing dislocation of the left hip arthroplasty with loose acetabular component rotated into a vertical position. Fractured fixation screw noted. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 04756, 0001822565 - 2018 - 04755, 0001822565 - 2018 - 04754.

Event description:
Patient underwent total hip arthroplasty on an unknown date. Patient is being considered for a revision due to dislocation and loosening. Attempts were made to obtain additional information; however, none is available.